Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the customer's blood glucose level was 47 mg/dl. The customer treated with food and drink. The customer called in to report that her sensor had a bent cannula and her insertion device was not working properly. The product is not being returned. Nothing further was reported.